Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected component, a vela front panel assembly, and evaluated the device. An evaluation of the component found the front panel was red in color, grainy, and had scrolling interference bands. The screen was responsive to touch commands. The reported issue was not duplicated. Manipulating the connector corrected the image. There was visible fluid ingress into the resistive touch panel.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the screen on the unit is freezing up. There was no patient involvement reported.